Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced years of pain around the implant site as the device was positioned too high. The pocket was surgically revised and remains in service. No additional adverse patient effects were reported.